Event description:
Clot formation at temp probe. Circuit changed, clot reformation at 12 hrs.

Event description:
Clot formation at temperature probe. Circuit changed, clot reformation at 12 hrs.

Event description:
Clot formation at temperature probe. Circuit changed, clot reformation at 12 hours.